Event description:
A customer reported experiencing an altitude alarm on their insulin pump. There was no reported impact to the customer¿s blood glucose. The customer's insulin was temporarily suspended due to the alarm. Technical support instructed the customer to remove an obstruction from the speaker holes, clean them, and follow a series of steps including reconnecting the cartridge. This resolved the issue, the insulin was resumed, and the pump returned to normal operation. No recurrence of the alarm was reported, and tips for preventing future altitude alarms were provided to the customer.